Event description:
A report was received that the patient was experiencing pain after an implant procedure. The patient underwent an explant procedure was doing well postoperatively.

Manufacturer narrative:
Additional information was received that patients ipg was explanted.

Event description:
A report was received that the patient was experiencing pain after an implant procedure. The patient underwent an explant procedure was doing well postoperatively.

Manufacturer narrative:
Additional information was received that patients ipg remains implanted. It was only the lead and the clik anchor were explanted.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 7040966, model/catalog description: artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain after an implant procedure. The patient underwent an explant procedure was doing well postoperatively.